Event description:
It was reported that within the memory of the associated ICD (paradym crt sn: (B)(4), episodes of oversensing were identified. It was also noted that a few days after implantation, a re-intervention was performed to reverse the atrial and ventricular lead connectors. This issue is being closely monitored by the physician.

Manufacturer narrative:
(B)(4). This event concerns a device that was manufactured and used outside the united states. Analysis is pending.